Event description:
It was reported that the customer was receiving no delivery alarms during a bolus or fixed prime. The customer's blood glucose was 324 mg/dl. The customer stated that the reservoir was not empty. The customer changed the insertion site. Asked customer to return the insulin pump for analysis. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarms noted. The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners, battery tube threads and with minor scratched display window.